Event description:
The customer reported that the system will not fluoro. The generator is only booting to the control panel processor to 4 blocks.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep found that the generator was not loading software and the control panel processor boots to 4 blocks. He removed and replaced the tech processor pcb and set the hot byte on software. The system boots to 2 arrows now. The floppy drive in tower burned up the power cable. The ge service rep removed and replaced the floppy drive in the tower. He also removed and replaced the wiring harness. The table now boots up with no errors. The rep removed and replaced floppy drive and tech processor in generator. Still only boots to 2 errors. So he removed and replaced the generator software and copied the customer cal files to new software. The rep reinstalled the customers tech processor pcb and the system boots up to 18 arrows and gives error "a to d channel 8 failures" and reboots. The rep removed and replaced the analog interface pcb and the system booted up with no errors and fluoro'd with no errors. The system operating as intended.